Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-02, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain and failed back syndrome. The patient¿s medical history and concomitant medications were unknown. On an unknown date, the patient experienced a return of pain. It was noted that the patient fell off a ladder while working. It was unknown if diagnostics or troubleshooting was performed. A dye study was performed and the physician was unable to aspirate the catheter. On (B)(6) 2016, the physician replaced the pump and removed the entire pump segment and a portion of the spine segment of the catheter. He then tied off the remaining catheter with a suture. The catheter was replaced. As of (B)(6) 2016, the issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.